Event description:
It was reported that a device was used during a gastrectomy procedure. The anvil was too loose when the device was fired, the donut was incomplete. Hand sutures were used to complete the case. There was no patient consequence.